Manufacturer narrative:
Product event summary: analysis found that the printed circuit board was out of calibration. The device was calibrated and then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to pace normally. The epg was returned for servicing. There was no patient involvement.